Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Hospital staff reported patient has had a concern with his pump in the past; timeframe was not provided. Hospital staff stated patient alleges that the pump switched into infusion set filling menu by itself, causing hypoglycemia. No more details provided. Hospital staff reported patient is not in the hospital because of that incident, he just told the personnel about this incident. No adverse event reported. Requested return of the alleged pump for evaluation.